Manufacturer narrative:
Batch review performed on 27 february 2020. Lot 176584: (B)(6) items manufactured and released on 10-jan-2018. Expiration date: 2022-12-27. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs director: two years after primary tka a revision is needed. Original positioning of the implants seems to be rather unusual, for reasons that are not detailed in the report. Rotation of the femoral component and varus position of the tibia are hardly compatible with a good long term result. Also detachment from cement mantle is visible. This case should not be ascribed to a faulty device.

Event description:
The surgeon decided to remove the implants 1 year and 11 months after primary, because the tibia was too much in varus and was also sunk into the tibial plateau. The reason of the sinking is not known. The surgery was completed successfully.